Manufacturer narrative:
Device evaluation: the plunger component was observed in a fully advanced position. The cartridge was observed fully engaged into the lower body of the pcb00v device. Visual inspection at 10x microscope magnification was performed. The lens was not returned as it was implanted. The reported ¿tip deformed¿ issue was verified on the returned product. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the surgeon observed that the tip of the cartridge was deformed. The deformity was described as ''trumpet shape''. However the lens was implanted safely. No patient injury reported. No further information was provided.